Event description:
It was reported that this pacemaker returned to storage mode and could not be interrogated. It was noted that the patient's last follow-up occurred approximately four years ago. At this follow-up, there was a projected longevity of four years. The patient did not attend any consultation subsequently. The physician has alerted the patient, but the patient has not been able to be reached. The device will not be changed out as the patient's condition does not allow them to have invasive procedures. Recently, the patient passed away due to a digestive obstruction. However, the physician was unable to conclusively determine whether the device performance and battery depletion contributed to the patient's death. It is currently unknown if the device will be returned for analysis.

Event description:
It was reported that this pacemaker returned to storage mode and could not be interrogated. It was noted that the patient's last follow-up occurred approximately four years ago. At this follow-up, there was a projected longevity of four years. The patient did not attend any consultation subsequently. The physician has alerted the patient, but the patient has not been able to be reached. The device will not be changed out as the patient's condition does not allow them to have invasive procedures. Recently, the patient passed away due to a digestive obstruction. However, the physician was unable to conclusively determine whether the device performance and battery depletion contributed to the patient's death. The device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This report is being sent to provide new information in section h6 (evaluation method codes).

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that this pacemaker returned to storage mode and could not be interrogated. It was noted that the patient's last follow-up occurred approximately four years ago. At this follow-up, there was a projected longevity of four years. The patient did not attend any consultation subsequently. The physician has alerted the patient, but the patient has not been able to be reached. The device will not be changed out as the patient's condition does not allow them to have invasive procedures. Recently, the patient passed away due to a digestive obstruction. However, the physician was unable to conclusively determine whether the device performance and battery depletion contributed to the patient's death. The device has been received for analysis.